Event description:
Aneurx aortic cuffs were implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. It was reported that the physician used aneurx cuffs in the thoracic aorta. The pt had a pseudo aneurysm and the physician placed an aneurx cuff in the above subclavian thoracic aortic arch, approx.. 2 mm above the lesser curvature. The cuff was placed where intended. The physician then proceeded with placement of 3 add'l aortic cuffs. The physician pulled the wire out and there is no (blood flow) pressure distal to the aortic cuff. The cuff flattened on one end, the cuff was sitting 1 cm off of lesser curvature of the aortic arch. The physician ballooned the aortic cuff with a reliant stent graft balloon, however, there was still no blood flow. As soon as the balloon was deflated the aortic cuff became flattened in appearance again. The physician believed that the best treatment for the pt was to perform a thoracectomy. It was reported that the pt expired 3 weeks post stent implant of multiple system failure.

Manufacturer narrative:
Results of eval codes: other lack of info (the explanted stent graft was discarded by the user facility). Inherent risk of procedure (occlusion). Unapproved use of device (device is intended for treatment of the abdominal aortic aneurysm). Conclusion code: device failure related to user handling. Secondary intervention.